Event description:
Hill-rom received a report from the account stating the left foot siderail would not latch. The bed was located in the hallway. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The tech found the center arm latching mechanism was missing due to excessive force (appeared an object got stuck in the latch mechanism when the siderail was raised with excessive force). A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2012. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm assembly of the left foot siderail to resolve the issue. Based on this info, no further action is required.